Event description:
When using the product, the connector section of the product detached from the stem portion with the shower tip on the end. The device can not be used like this and a new device was opened. This has occurred on several different cases. No patient injury resulted in the item becoming unglued.